Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a paroxysmal atrial fibrillation ablation procedure, a pericardial effusion was noted. After mapping, the sheath was repositioned and the patient became hypotensive. A chest trance ultrasound revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. The patient is doing fine and being monitored at the clinic. The user felt the effusion occurred while repositioning the sheath.